Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the nozzle unit on both air and o2 gas modules solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification, the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician, last nozzle unit were replaced approximately one year ago. Provided photo confirms that nozzle units are physically damaged. The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).